Manufacturer narrative:
Cuff performed within specifications. Pump performed within specifications. Balloon performed within specifications.

Event description:
Additional info received 2/13/1998 indicates "leak in balloon."